Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, an adverse event had occurred. The patient stated that her blood sugar dropped and she became unconscious. The patient's daughter found her, tried to help and r called the patient's husband to have him rush home. Neither the daughter nor the patient's husband could get the patient alert, so emergency medical services (ems) were called. The patient's blood sugar was 16. The ems team administered an intravenous glucose (exact medicine is unknown) and the patient came back to consciousness. No product defects or failures were alleged. At time of contact, the patient was doing good. No additional event or patient information was provided.